Event description:
A malfunction labeled as "malf 12" was reported, but no notable events occurred prior to it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisting the customer with this process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.